Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided two inappropriate shocks for atrial fibrillation with rapid ventricular response (rvr) that reached the ventricular fibrillation (vf) zone. The health care professional (hcp) planned to continue monitoring this patient. This device remains in service. No additional adverse patient effects were reported.